Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of high impedance could not be duplicated as two test leads were inserted in both ports. All impedance readings were within the normal range. The device exhibited normal device characteristics.

Event description:
A report was received that the patient's ipg was replaced due to high impedance readings on the paddle lead following the implant procedure. The physician tried to resolve the high impedance readings by re-inserting the paddle lead into the ipg and flushing out the ipg ports with no success. A new ipg was implanted along with an extension which resolved the high impedance readings on the paddle lead. The patient is doing well following the revision.

Event description:
A report was received that the patient's ipg was replaced due to high impedance readings on the paddle lead following the implant procedure. The physician tried to resolve the high impedance readings by re-inserting the paddle lead into the ipg and flushing out the ipg ports with no success. A new ipg was implanted along with an extension which resolved the high impedance readings on the paddle lead. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50 serial#: (B)(4), model description: artisan surgical lead with platnalock technology - 50cm.